Event description:
It was reported the device base not responding and acu watchdog failure. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). No causes or potential causes to the customers reported problem were found during the DHR review. The device was received with both seals were intact. No damage on top case. Bottom case is cracked by l-bracket screws. Plunger head is cracked by all screws. No visible contamination. Primary audible alarm post found in pump error history log. Unable to down load error history log. Acu watchdog and base not responding alarm found in ehl as sympathy alarm to primary alarm. Power up and performed infusion / occlusion test. According to trouble shooting chart page # 55 on mf4000 service manual doc #: (B)(4) background self-test sensed no current flowing in the primary speaker. The root cause was unable to determine. No external damage or contamination to interconnect board or speaker. Flex cable was glued. The manufacturer replaced speaker as preventive measure. Power up process and all the functional tests passed.